Event description:
It was reported that the patient stated that when they received the device, they were informed that the lead was off. They added that the implanting physician removed that lead and replaced it with another on their left side. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.